Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device had inadvertent rf delivery. A maestro 4000 was selected for use. During procedure, the generator started ablating while the doctor was manipulating the catheter. No patient complications reported.